Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tube inflamed / infection of tube"), uterine infection ("uterus infected"), cervicitis ("cervix infected") and haematoma ("hematoma") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma (seriousness criterion medically significant) and bladder injury ("knicked my bladder"). The patient was treated with surgery (hysterectomy). At the time of the report, the salpingitis, uterine infection, cervicitis and bladder injury outcome was unknown. The reporter considered bladder injury, cervicitis, haematoma, salpingitis and uterine infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tube inflamed / infection of tube"), uterine infection ("uterus infected"), cervicitis ("cervix infected") and haematoma ("hematoma") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma (seriousness criterion medically significant), bladder injury ("knicked my bladder") and pelvic pain ("pain was pretty bad"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the salpingitis, uterine infection, cervicitis and bladder injury outcome was unknown and the pelvic pain had not resolved. The reporter considered bladder injury, cervicitis, haematoma, pelvic pain, salpingitis and uterine infection to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury most recent follow-up information incorporated above includes: on 20-apr-2018: social media report received. Pelvic pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was left (it had migrated)'), salpingitis ('tube inflamed / infection of tube'), uterine infection ('uterus infected'), cervicitis ('cervix infected') and haematoma ('hematoma') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma (seriousness criterion medically significant), the first episode of bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad/pain"), the second episode of bladder injury ("a nicked bladder"), cystitis interstitial ("ic"), back pain ("back pain"), renal pain ("kidney pain"), nausea ("nausea"), feeling abnormal ("made me feel drunk") and weight fluctuation ("weight was so not called for"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, salpingitis, uterine infection, cervicitis, haematoma, cystitis interstitial, back pain, renal pain, nausea, feeling abnormal and weight fluctuation outcome was unknown and the pelvic pain had not resolved. The reporter considered back pain, cervicitis, cystitis interstitial, device dislocation, feeling abnormal, haematoma, nausea, pelvic pain, renal pain, salpingitis, uterine infection, weight fluctuation, the first episode of bladder injury and the second episode of bladder injury to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervicitis,cervix oedema,cervix inflammation, haematoma, bladder injury, nausea, feeling abnormal, weight fluctuation, cystitis interstitial, back pain and kidney pain most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events: cystitis interstitial, back pain and kidney pain were added. On (B)(6) 2019: social media received. Events: nausea, made me feel drunk and weight fluctuation were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tube inflamed / infection of tube"), uterine infection ("uterus infected"), cervicitis ("cervix infected"), haematoma ("hematoma") and device dislocation ("one of my coils was left (it had migrated)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma (seriousness criterion medically significant), the first episode of bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad"), device dislocation (seriousness criteria medically significant and intervention required) and the second episode of bladder injury ("a nicked bladder"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the salpingitis, uterine infection, cervicitis, haematoma and device dislocation outcome was unknown and the pelvic pain had not resolved. The reporter considered cervicitis, device dislocation, haematoma, pelvic pain, salpingitis, uterine infection, the first episode of bladder injury and the second episode of bladder injury to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury most recent follow-up information incorporated above includes: on (B)(6) 2018: information received via social media . Reporter was added. One of my coils was left (it had migrated) and a nicked bladder were added as event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was left (it had migrated)'), salpingitis ('tube inflamed / infection of tube'), uterine infection ('uterus infected') and cervicitis ('cervix infected') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma ("hematoma"), the first episode of bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad/pain"), the second episode of bladder injury ("a nicked bladder"), cystitis interstitial ("ic"), back pain ("back pain"), renal pain ("kidney pain"), nausea ("nausea"), feeling drunk ("made me feel drunk"), weight fluctuation ("weight was so not called for"), dyspareunia ("painful sex"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fatigue ("fatigue") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, salpingitis, uterine infection, cervicitis, haematoma, cystitis interstitial, back pain, renal pain, nausea, feeling drunk, weight fluctuation, dyspareunia, arthralgia, feeling abnormal, fatigue and iron deficiency anaemia outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, back pain, cervicitis, cystitis interstitial, device dislocation, dyspareunia, fatigue, feeling abnormal, feeling drunk, haematoma, iron deficiency anaemia, nausea, pelvic pain, renal pain, salpingitis, uterine infection, weight fluctuation, the first episode of bladder injury and the second episode of bladder injury to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury, nausea, feeling abnormal, weight fluctuation, cystitis interstitial, back pain and kidney pain. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event painful sex, joint pain, brain fog, fatigue, anemia, bleeding, were added reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was left (it had migrated)'), salpingitis ('tube inflamed / infection of tube'), uterine infection ('uterus infected') and cervicitis ('cervix infected') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma ("hematoma"), the first episode of bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad/pain"), the second episode of bladder injury ("a nicked bladder"), cystitis interstitial ("ic"), back pain ("back pain"), renal pain ("kidney pain"), nausea ("nausea"), feeling drunk ("made me feel drunk"), weight fluctuation ("weight was so not called for"), dyspareunia ("painful sex"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), iron deficiency anaemia ("anemia"), complication of device removal ("I had a coil still in me") and procedural pain ("post procedural pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, salpingitis, uterine infection, cervicitis, haematoma, cystitis interstitial, back pain, renal pain, nausea, feeling drunk, weight fluctuation, dyspareunia, arthralgia, feeling abnormal, fatigue, iron deficiency anaemia, complication of device removal and procedural pain outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, back pain, cervicitis, complication of device removal, cystitis interstitial, device dislocation, dyspareunia, fatigue, feeling abnormal, feeling drunk, haematoma, iron deficiency anaemia, nausea, pelvic pain, procedural pain, renal pain, salpingitis, uterine infection, weight fluctuation, the first episode of bladder injury and the second episode of bladder injury to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury, nausea, feeling abnormal, weight fluctuation, cystitis interstitial, back pain and kidney pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: events - device delivery system removal incomplete, post procedural pain were added. Product tab updated. Stop date of product was deleted. Reporter was added. On(B)(6) 2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was left (it had migrated) / one coil has still left in me'), salpingitis ('tube inflamed / infection of tube'), uterine infection ('uterus infected') and cervicitis ('cervix infected') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma ("hematoma"), bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad/pain"), cystitis interstitial ("ic"), back pain ("back pain"), renal pain ("kidney pain"), nausea ("nausea"), feeling drunk ("made me feel drunk"), weight fluctuation ("weight was so not called for"), dyspareunia ("painful sex"), the first episode of arthralgia ("joint pain"), the first episode of feeling abnormal ("brain fog"), fatigue ("fatigue"), iron deficiency anaemia ("anemia"), complication of device removal ("I had a coil still in me"), procedural pain ("post procedural pain"), hypersensitivity ("allergic"), haemorrhage ("chronic bleeding"), the second episode of arthralgia ("joint pain"), the second episode of feeling abnormal ("brain fog"), vision blurred ("blurry vision"), bladder pain ("bladder pain"), pollakiuria ("frequent urination"), rash ("rash") and functional gastrointestinal disorder ("bowel issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, salpingitis, uterine infection, cervicitis, haematoma, bladder injury, cystitis interstitial, back pain, renal pain, nausea, feeling drunk, weight fluctuation, dyspareunia, fatigue, iron deficiency anaemia, complication of device removal and procedural pain outcome was unknown and the pelvic pain had not resolved. The reporter considered back pain, bladder injury, bladder pain, cervicitis, complication of device removal, cystitis interstitial, device dislocation, dyspareunia, fatigue, feeling drunk, functional gastrointestinal disorder, haematoma, haemorrhage, hypersensitivity, iron deficiency anaemia, nausea, pelvic pain, pollakiuria, procedural pain, rash, renal pain, salpingitis, uterine infection, vision blurred, weight fluctuation, the first episode of arthralgia, the first episode of feeling abnormal, the second episode of arthralgia and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, fallopian tube enlargement, uterine infection, uterine enlargement, uterine inflammation, cervitis,cervix oedema,cervix inflammation, haematoma, bladder injury, nausea, feeling abnormal, weight fluctuation, cystitis interstitial, back pain and kidney pain, device breakage , joint pain, brain fog, bladder pain,frequent urination, rash,allergic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added: joint pain, brain fog, bladder pain,frequent urination, rash,allergic, and reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was left (it had migrated) / one coil has still left in me'), salpingitis ('tube inflamed / infection of tube'), uterine infection ('uterus infected') and cervicitis ('cervix infected') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with fallopian tube enlargement, uterine infection (seriousness criteria medically significant and intervention required) with uterine enlargement and uterine inflammation, cervicitis (seriousness criteria medically significant and intervention required) with cervix oedema and cervix inflammation, haematoma ("hematoma"), bladder injury ("knicked my bladder"), pelvic pain ("pain was pretty bad/pain"), cystitis interstitial ("ic"), back pain ("back pain"), renal pain ("kidney pain"), nausea ("nausea"), feeling drunk ("made me feel drunk"), weight fluctuation ("weight was so not called for"), dyspareunia ("painful sex"), the first episode of arthralgia ("joint pain"), the first episode of feeling abnormal ("brain fog"), fatigue ("fatigue"), iron deficiency anaemia ("anemia"), complication of device removal ("I had a coil still in me"), procedural pain ("post procedural pain"), hypersensitivity ("allergic"), haemorrhage ("chronic bleeding"), the second episode of arthralgia ("joint pain"), the second episode of feeling abnormal ("brain fog"), vision blurred ("blurry vision"), bladder pain ("bladder pain"), pollakiuria ("frequent urination"), rash ("rash") and gastrointestinal disorder ("bowel issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, salpingitis, uterine infection, cervicitis, haematoma, bladder injury, cystitis interstitial, back pain, renal pain, nausea, feeling drunk, weight fluctuation, dyspareunia, fatigue, iron deficiency anaemia, complication of device removal and procedural pain outcome was unknown and the pelvic pain had not resolved. The reporter considered back pain, bladder injury, bladder pain, cervicitis, complication of device removal, cystitis interstitial, device dislocation, dyspareunia, fatigue, feeling drunk, gastrointestinal disorder, haematoma, haemorrhage, hypersensitivity, iron deficiency anaemia, nausea, pelvic pain, pollakiuria, procedural pain, rash, renal pain, salpingitis, uterine infection, vision blurred, weight fluctuation, the first episode of arthralgia, the first episode of feeling abnormal, the second episode of arthralgia and the second episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: consumer had 9 scars due to essure (she had undergone 4th surgery to have it removed). She also informed that they had to dissect her to find and remove it. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.